Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). On attempted retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. The handle appeared intact. The device was received with the capsule partially opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. A tear was observed at the distal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. The reported event for tear on the capsule could be confirmed in the analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected b.1 corrected b.2 corrected h.2 corrected imf code this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device was returned for analysis; no procedural images were submitted for review. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Visual damage observed on the threading of the screw gear of the returned device is consistent with the increased forces in the system. High force in the device handle may cause the threading of the screw gear to become worn and damaged. The device was received with a tear in the distal end of the capsule, confirming the reported event. Potential factors that can influence dislodgement include tension applied on the device during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The cause of the reported dislodgement could not be conclusively determined with the limited information available. It is possible that the degenerative condition of the previously implanted homograft, in addition to interference with attempted tra nscatheter aortic valve implant, may have led to the regurgitation. However, an assignable root cause cannot be determined without review of procedural images and/or additional information. An echocardiogram showed that one of the homograft leaflets had been torn which may have torn the distal end of the capsule, however the root cause of the capsule tear cannot be confirmed with the information available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned, and device evaluation anticipated but not yet begun. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (tav) into a pre-existing homograft failing with moderate to severe aortic insufficiency (ai), the valve was attempted to deployed three times but dislodged each time. The valve was recaptured three times. No pre-implant balloon aortic valvuloplasty (bav) was performed. An echocardiogram showed that one of the homograft leaflets had been torn from the continued dislodgements and improper sealing of the valve inside the annulus. Per the physician, the ai was only slightly worse than at the initial baseline at the start of the procedure. The physician elected to abort the tav procedure and the patient was referred for a surgical valve replacement. Upon removal of the delivery catheter system (dcs) from the patient, an inspection of the dcs showed a torn capsule. The capsule had tore at the distal end of the capsule, near the nose cone. A surgical valve was implanted three days later. No adverse patient effects were reported.